Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital on (B)(6) 2020 to get a implantable cardiac monitor (icm) implanted. The patient remained in the hospital after the procedure due to other reasons. In the hospital on (B)(6) 2020, the patient experienced a pause on telemetry. Upon interrogation, it revealed the icm did not document the pause. This was attributed to under-sensing due to loss of contact between the tissue and electrodes. The icm was explanted and replaced on (B)(6) 2020 and the patient was upgraded to pacemaker. The patient had no reported consequences.